Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient did not charge their battery. The rep attempted to clear power-on-reset but was not successful, and noted that the patient would need to get the ins replaced. A replacement surgery had not been planned/scheduled at the time of the report. No patient complications were reported.